Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified. A manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one guidewire with guidewire hoop was returned for evaluation. Gross visual, microscopic visual, dimensional and functional evaluations were performed. The investigation is confirmed for the reported deformation and identified fracture issue as a bend was noted at the distal end of the guidewire and complete break were observed to the outer coil of the guidewire proximal to the distal tip. However the investigation is inconclusive for the reported difficult to insert issue as exact circumstances at the time of the reported event are unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported that during a port device placement procedure, resistance was allegedly felt while inserting the guidewire. It was further reported that the surface of the guidewire was allegedly noted to be damaged. There was no reported patient injury.